Event description:
It was reported that before surgery, the unit was not working even with a new cable, the turbine was blocked. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in process; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.

Manufacturer narrative:
This complaint is recorded by zimmer biomet: under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor seized, the swivel was loose, the screws were worn, the hinge and e-ring were missing, the ball bearing, spring seal, needle bearing, retaining ring, reciprocating arm, and neckpiece were corroded, the machined head and lever were dirty, the control bar was out of position, and the device was out of calibration. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.